Event description:
Per the clinic, the device was explanted on (B)(6) 2015, for unknown reason.additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4): only electrode array was returned.

Manufacturer narrative:
Correction: the device was explanted in (B)(6) 2013 (specific date not reported); not january 13, 2015, as previously reported. Additional information: per the clinic, the receiver/stimulator unit was explanted in (B)(6) 2013 (specific date not reported), subsequent to sustaining a trauma resulting in a edema. The electrode array remained insitu. During the same surgery the patient was reimplanted with a new device on the contralateral side. On (B)(6) 2015, the patient underwent a second surgery to explant the electrode array. During the same surgery the patient was reimplanted with a new device. This report is filed august 5, 2015.